Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no devices were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune rp tibia tray was revised with smith and nephew legion knee revision system due to tibia loosening. The component was removed clean without cement on it. The cement was adhered to the tibial bone.